Manufacturer narrative:
The functional tests could not be performed due to a detached end cap. The end cap sticker was still attached to the end cap. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 172 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be loose. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).